Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: tubal spasm,') in a (B)(6) female patient who had essure (batch no. 627282,623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2005 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 2 months after insertion of essure. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("physical pain") and fallopian tube spasm ("tubal spasm"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, depression, anxiety and fallopian tube spasm outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: this procedure as above for pt left ostia with 4 trailing coils. The right ostia had tubal spasm while moving device out of the ostia to move into correct position after pushing button this stretch the coil system. At that time it was felt that removing device was best. A second coil was attempted and while moving into tube and removing to redirect a better angle the tube spasm and again stretched the coil before the first tum of the wheel. Pt want another attempt, and this placement had 10-12 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events depression, mental anguish, malposition of essure device location of device: tubal spasm and tubal spasm added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: tubal spasm,') in a 33-year-old female patient who had essure (batch no. 627282,623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2005 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 2 months after insertion of essure. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("physical pain") and fallopian tube spasm ("tubal spasm"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, depression, anxiety and fallopian tube spasm outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: this procedure as above for pt left ostia with 4 trailing coils. The right ostia had tubal spasm while moving device out of the ostia to move into correct position after pushing button this stretch the coil system. At that time it was felt that removing device was best. A second coil was attempted and while moving into tube and removing to redirect a better angle the tube spasm and again stretched the coil before the first tum of the wheel. Pt want another attempt, and this placement had 10-12 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded, total bilateral occlusion. Lot number: 623221, manufacture date: 2009-03, expiration date: 2012-03. Lot number: 627282, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: tubal spasm,') in a 33-year-old female patient who had essure (batch no. 627282,623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd since 2005, lower abdominal pain and ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 2 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain/ pelvic area"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain-lower abdomen area"). On an unknown date, the patient experienced fallopian tube spasm ("tubal spasm"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, depression, anxiety, fallopian tube spasm, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fallopian tube spasm, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: this procedure as above for pt left ostia with 4 trailing coils. The right ostia had tubal spasm while moving device out of the ostia to move into correct position after pushing button this stretch the coil system. At that time it was felt that removing device was best. A second coil was attempted and while moving into tube and removing to redirect a better angle the tube spasm and again stretched the coil before the first tum of the wheel. Pt want another attempt, and this placement had 10-12 coils showing. Patient is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded, total bilateral occlusion. Pathology test - on an unknown date: rare benign endocervical cells and detached squamous cells. Detached fragments of squamocolumnar mucosa with acute and chronic inflammation; reactive epithelial changes.. Ultrasound scan - on an unknown date: normal essure placement-right lower than left; small simple cyst on left ovary. Lot number: 623221 manufacture date: 2009-03 expiration date: 2012-03 lot number: 627282 manufacture date: 2008-05 expiration date: 2010-05 concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain, lower abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: new events abnormal bleeding (vaginal, menorrhagia) and pain-lower abdomen area, treatment medication, medical history and concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.